Event description:
It was reported that the unspecified bd¿ pen needle was difficult to attach to the insulin pen. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "accufine was difficult to set to the insulin pen and the needle on the syringe side bent or broke."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 18-may-2023. H6: investigation summary: three open pen needle samples and one loose teardrop label were returned from lot. No. 2110801. Visual examination of the returned samples was carried out and it was observed that the lot number and product was not manufactured in dun laoghaire. No DHR review can be carried out as the lot number 2110801 was not manufactured in dun loaghaire. Based on the samples returned no further investigation can be carried out. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pen needle was difficult to attach to the insulin pen. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "accufine was difficult to set to the insulin pen and the needle on the syringe side bent or broke".